Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements approximately 200 ohms and low amplitude. During a revision procedure, this lead was observed to have insulation damage. The rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.